Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient was experiencing discomfort at the pocket site. To address this issue patient underwent surgical intervention on (B)(6) 2020 wherein the pocket site was moved. This resolved the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.